Event description:
It was reported on (B)(6) 2015 that the usb cord for the physician's tablet is broken. He reported no patient was affected by this. He reported that the physician's office has two serial cables and one of them worked and allowed successful interrogation and the other one did not thus determining that this one was broken. The serial cable has not been received for analysis to date.

Manufacturer narrative:
Intial MDR inadvertently reported incorrect tablet information.

Event description:
The usb cable for the tablet was discarded and is therefore unavailable for analysis.